Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the battery was missing. A review of the event history log identified check clutch error. During functional testing the reported problem was duplicated during the occlusion test. The position pot did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced position pot also replaced lead screw and clutch halves for preventive. Performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited plunger clutch error. No adverse effects were reported.